Manufacturer narrative:
RMA 859712976 has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer stated that while he was driving the chair, it allegedly made a sudden turn to the right, causing the consumer to allegedly hit his hand on the kitchen counter. The display also showed "neutral testing". Injury is alleged.

Event description:
Consumer stated that while he was driving the chair, it allegedly made a sudden turn to the right, causing the consumer to allegedly hit his hand on the kitchen counter. The display also showed "neutral testing." Injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-01081. The component, joystick model #1164361, serial #(B)(4) was returned for an evaluation. The joystick was functionally tested. No discrepancies were observed. (B)(4) has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1143190 rev k (mar-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.